Event description:
Healthcare professional reported additional event of "right axilla level 1 lymph nodes consistent with silicone lymphadenopathy" through MRI results. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: visibility/palpability: unable to observe as it is a medical event not related to the device. Capsular contracture: unable to observe as it is a medical event not related to the device. Rupture: one opening observed on posterior side assessed as surgical impact opening (shell thickness was within specification), broken observed on anterior side assessed as surgical damage and missing shell assessed as inconclusive. Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: creases were observed. Wear abrasion observed. Stress marks observed. Yellow particles observed on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture and "textured implants". Healthcare professional reported additional event of "right axilla level 1 lymph nodes consistent with silicone lymphadenopathy" through MRI results. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side rupture and "textured implants". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.